Event description:
It was reported that the patient experienced cardial decompensation (cardiac failure), with dyspnea and edema. Diuretic treatment was increased, and the patient was hospitalized for about five days. The device remains in use. No further patient complications have been reported as a result of this event. The patient was noted to be part of the (B)(4) study.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. This model number is not approved for distribution in the united states, however, it is similar to a device marketed in the u.s. The event is being reported due to an alleged malfunction. This device was included in a field action. Based on the information received and without the return of either the product or performance data, or completion of analysis, it could not be determined if this device performed as described in the field action. Concomitant medical products: 5076-52, implantable pacing lead, (B)(6) 2010. (B)(4).